Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was unable troubleshooting for high blood glucose because past event, patient has already changed everything and blood glucose is back to normal. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 38 mg/dl. The customer stated that he believes he just gave too much insulin for the high causing low blood glucose. The customer stated that basal shut down several times due to low blood glucose last night.